Manufacturer narrative:
D10: 300-01-09 - equinoxe, humeral stem primary, press fit 9mm. 310-01-44 - equinoxe, humeral head short, 44mm (alpha). 300-10-45 - equinoxe replicator plate 4.5mm o/s. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the equinoxe shoulder study, during an initial planned anatomic shoulder arthroplasty, the inferior glenoid fractured while reaming. The surgery was converted to a hemiarthroplasty. The outcome is considered to be resolved.